Event description:
Report alleges the plaintiff had personal suffering and in 1991 pain increased in the finger joints/hand/elbow/shoulder/etc., lymph node swelling, breast pain, skin dryness, had granuloma foreign bodies removed. The plaintiff suffered under intercostal pain on both sides but in particular on the right, rheumatism-like complaints (like joint pain in particular from the finger joints), changing arising lymph node swelling, skin changes, weakened immune system. Upon removal of the right implant and capsule the device was found to be ruptured and "left side dislocation of the prosthesis to more infraclavicular obviously already perforated showed up so that only with largest trouble the capsule could be removed".